Event description:
It was reported that the patient underwent initial should arthroplasty surgery and approximately 13 months later was revised due to instability and dislocation. During surgery it was discovered that the poly insert was in the stem, but could be removed by hand. The poly insert was explanted. The patient did not report any specific event that may have caused the dislocation. Customer has indicated that the implant will not be returned for investigation as it was discarded by the hospital.